Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 536 mg/dl which was treated with syringe. Customer¿s current blood glucose was 435 mg/dl. Customer also reported that insulin pump alarmed for no delivery. Customer stated that insulin exited at qr. Drive support cap was normal. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted.(B)(4).